Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 5 months post implant of this 21mm aortic bioprosthetic valve, the valve was replaced va lve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to mild to moderate regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.